Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment issue, deflation issue occurred. Vascular access was obtained via right side common iliac artery with a 7f non-bsc sheath. The 100% stenosed target lesion was located in the non calcified and moderately tortuous right side of common iliac artery (cia). After a non-bsc guide wire was used to cross the lesion, a 2.0 mmx 40mm non- bsc balloon catheter was selected for pre-dilatation. An intravascular ultrasound was performed to observe the lesion. Another 6f non-bsc sheath was inserted at left upper arm vein to protect the periphery. The periphery protection was performed using a 9-20 sterling balloon catheter in the left side of external iliac artery (eia), and a 8/40 sterling balloon catheter was delivered from the left upper arm and the lesion was dilated. A non-bsc aspiration catheter was used to perform suction from the upper arm and then a 10/60 epic stent was deployed. When intravascular ultrasound was performed, it was noted that the stenosis still remained. A 8.0x20x135 cm express-vascular ld stent was delivered from the left common femoral artery(cfa); however the device was unable to cross the lesion. When removing the 8.0x20x135 cm express-vascular ld stent from the patient, the y connector came into contact with this device. The y connector was then used to remove the device. A 7.0x20x135 cm express ld vascular stent was selected to treat the lesion. This device was inserted from the cfa. First inflation was at 12 atms. It was then noted that the stent was not apposed completely due to the blood vessel diameter of 8mm. The diameter of the stent was less than the diameter of the blood vessel. There was no issue during inflation of the device. Additionally, the balloon was not deflated completely. It caused the deployed stent to move with the balloon together and did not cover the lesion. It was noted that the balloon of the 7.0x20x135 cm express ld vascular stent deflated in a flatfish shape. The balloon was inflated at 1 to 2 atms several times. The deployed stent was not apposed to the blood vessel and moved proximally in the lesion. A 10/40 epic stent was delivered from the left arm. The device was delivered from the left arm, covered the migrated 7.0x20x135 cm express ld vascular stent and implanted distal to the 7.0x20x135 cm express ld vascular stent in an overlapping manner. Dilatation was performed using a 9-20 sterling balloon catheter. Angiography was performed. Complete stent apposition was observed and good blood flow. No further patient complications were reported and the patient¿s status was good.